Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed in the platform's archive data and during functional testing. The root cause of the ua07 advisory message was due to two defective load cells, likely attributed to the device's aging or an impact such as a drop. The autopulse platform was manufactured in august 2019 and is over 5 years old. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. The reported ua07 advisory message didn't replicate during the preliminary functional testing. However, during further functional testing, a load cell characterization test revealed that both load cells were over-reporting and failing at the same rate. The defective load cells had triggered the reported ua07 advisory messages, confirming the customer's complaint. Both defective load cells were replaced to address the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) failed to provide compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) during patient use. The customer noted that the male patient weighed less than 300 lbs., and the lifeband fit around him properly. The crew reverted to manual CPR. No consequences or impacts on the patient.